Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (belt/monitor unusable) has been confirmed.  Upon investigation the monitor was displaying a service code 204, and was unable to power on properly.  The cause for the failure was isolated to a shorted u1005 component on the computer/analog board. The root cause for the shorted u1005 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving a service code 204 (belt/monitor unusable).